Event description:
It was reported that surgeon performed revision of patient's hip (side unknown to rep) due to metallosis and implant failure.

Manufacturer narrative:
Additional information: product available to stryker; reason for no evaluation and reason code ¿ other; manufacturing date. An event regarding crack/frature and metallosis involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: no medical records were returned for evaluation by a clinical consultant. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other event for this lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Manufacturer narrative:
Reported event: an event regarding disassociation and fretting involving an accolade stem was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: no clinical or pmh, no date of primary surgery, no operative reports or listing of implanted components, no imaging studies or laboratory studies, no examination of explanted components, based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other event for the reported lot. Conclusions: the event was not confirmed for fretting and disassociation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, more medical documentation, date of primary surgery, imaging studies or laboratory studies and examination of explanted components are needed. If additional information are received, this investigation will be reopened and re-evaluated. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA.

Event description:
It was reported that surgeon performed revision of patient's hip (side unknown to rep) due to metallosis and implant failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon performed revision of patient's hip (side unknown to rep) due to metallosis and implant failure.